Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. The following were performed and passed: external visual inspection and voltage test. The pairing test with the (B)(4) bluetooth device was performed and failed. The reported customer complaint was confirmed. The probable cause was a defective transmitter. No additional event or patient information is available.